Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 30ml ll tip conv pak had foreign matter the following information was provided by the initial reporter: it was reported by customer that cardboard debris was observed in the barrel of a syringe and as well in tray. Verbatim: cardboard debris was observed in the barrel of a syringe. Cardboard debris was observed in the tray.

Event description:
N/a.

Manufacturer narrative:
Our quality engineer inspected the 17 pictures, 3 sample trays and 2 syringes submitted for evaluation. The reported issue of foreign matter was confirmed upon inspection of the samples and photos. Analysis of the tray samples and photos showed that there was cardboard within the trays. No foreign matter was observed within the syringes. Bd determined that the cause of the failure was associated to incorrect handling of materials during the packaging process. A retraining of the manufacturing personnel involved in the packaging process has been performed to help prevent the recurrence of this failure mode. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We regret any inconveniences this incident may have caused you and your facility.